Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced withdrawal. A catheter revision was performed on (B) (6) 2010. The patient was taken back to surgery on (B) (6) 2010 as the catheter "had come undone". Per the reporter, "baby couldn't sit up right and couldn't hold him". The patient was at home at the time of the report. Additional information has been requested from the hcp, but was not available as of the date of this report.